Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was noted with a mean gradient of 5 mmhg. Following valve deployment, a new left bundle branch block was observed and progressed to a transient complete heart block. A temporary pacing wire was sutured in place. Sinus rhythm was noted by the end of the procedure. Upon the transthoracic echocardiogram performed following the procedure, the pvl was resolved. An electrocardiogram (ECG) was performed and revealed sinus bradycardia. The next day, the patient's blood pressure was 78/63 mmhg, and the ECG showed junctional rhythm, first-degree atrio-ventricular block, and premature ventricular contractions. Subsequently, a vasoconstrictor medication was initiated for the hypotension. Two days after valve implant, a permanent pacemaker was implanted. The next day, an acute kidney injury was identified. The patient was found to have both ischemic and nephrotoxic acute tubular necrosis. Labs were drawn and showed worsening creatinine. Subsequently, the diuretic was held and intravenous fluids were administered. A renal ultrasound revealed bilateral hydronephrosis and a foley catheter was placed. Five days after implant, the hypotension had resolved and the patient's blood pressure was 112/70 mmhg. The patient's hospitalization was prolonged. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na updated/corrected data: b5, d10, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the paravalvular leak (pvl) first identified on a transesophageal echocardiogram (tee) was reported as causal to both the procedure and the valve. Urinary retention occurred following anesthesia which resolved following foley placement. Outpatient urology follow-up indicated. The acute kidney injury was reported as causal to the procedure. The ventricular arrhythmia (premature ventricular contractions (pvcs), bradycardia, junctional rhythm, and first degree atrio-ventricular block were reported as unrelated to the valve and implant procedure. The causes not indicated. The complete heart block and hypotension were reported as causal to the implant procedure and the valve.

Event description:
Additional information indicated that the patient¿s creatinine prior to the valve procedure measured 1.43. The creatinine was 2.12 at the time of the acute kidney injury. The patient was discharged 3 days following the valve implant with instruction to follow-up with urology as an out-patient. The physician indicated the aki was causal to the valve procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient was seen again approximately 6.5 months following the valve implant and reported lower left leg edema. No treatment reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 16 days following the valve implant procedure, the patient was seen by a nephrologist with reported of weight gain, fatigue, and bilateral lower extremity edema of +2. As reported, this was a heart failure event with fluid overload from the implant procedure. An oral diuretic was prescribed until the swelling subsided. The physician indicated the fluid overload event was probably related to the procedure and the valve. Eighteen days following the pacemaker implant, a pacemaker surgical incision wound was observed. This was described as a superficial skin tear surrounding the implanted pacemaker surgical incision site. The incision had serous drainage and was cleaned in the clinical during a device check. A seven-day course of antimicrobial cream was initiated. The patient was seen 15 days later for follow-up and reported good healing and denied any pain, discharge, or swelling at the site. The incision/wound and surrounding skin healed ¿well¿ without any complications and was reported was resolved. The wound was reported as probably related to the valve and valve implant procedure.

Manufacturer narrative:
Updated data: b5/h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A fifth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was noted with a mean gradient of 5 mmhg. Following valve deployment, a new left bundle branch block was observed and progressed to a transient complete heart block. A temporary pacing wire was sutured in place. Sinus rhythm was noted by the end of the procedure. Upon the transthoracic echocardiogram performed following the procedure, the pvl was resolved. An electrocardiogram (ECG) was performed and revealed sinus bradycardia. The next day, the patient's blood pressure was 78/63 mmhg, and the ECG showed junctional rhythm, first-degree atrio-ventricular block, and premature ventricular contractions. Subsequently, a vasoconstrictor medication was initiated for the hypotension. Two days after valve implant, a permanent pacemaker was implanted. The next day, an acute kidney injury was identified. The patient was found to have both ischemic and nephrotoxic acute tubular necrosis. Labs were drawn and showed worsening creatinine. Subsequently, the diuretic was held and intravenous fluids were administered. A renal ultrasound revealed bilateral hydronephrosis and a foley catheter was placed. Five days after implant, the hypotension had resolved and the patient's blood pressure was 112/70 mmhg. The patient's hospitalization was prolonged. No additional adverse patient effects were reported. Additional information received indicated the paravalvular leak (pvl) first identified on a transesophageal echocardiogram (tee) was reported as causal to both the procedure and the valve. Urinary retention occurred following anesthesia which resolved following foley placement. Outpatient urology follow-up indicated. The acute kidney injury was reported as causal to the procedure. The ventricular arrhythmia (premature ventricular contractions (pvcs), bradycardia, junctional rhythm, and first degree atrio-ventricular block were reported as unrelated to the valve and implant procedure. The causes not indicated. The complete heart block and hypotension were reported as causal to the implant procedure and the valve. Additional information received indicated that 16 days following the valve implant procedure, the patient was seen by a nephrologist with reported of weight gain, fatigue, and bilateral lower extremity edema of +2. As reported, this was a heart failure event with fluid overload from the implant procedure. An oral diuretic was prescribed until the swelling subsided. The physician indicated the fluid overload event was probably related to the procedure and the valve. Eighteen days following the pacemaker implant, a pacemaker surgical incision wound was observed. This was described as a superficial skin tear surrounding the implanted pacemaker surgical incision site. The incision had serous drainage and was cleaned in the clinical during a device check. A seven day course of antimicrobial cream was initiated. The patient was seen 15 days later for follow-up and reported good healing and denied any pain, discharge, or swelling at the site. The incision/wound and surrounding skin healed ¿well¿ without any complications and was reported was resolved. The wound was reported as probably related to the valve and valve implant procedure. Additional information indicated that the patient¿s creatinine prior to the valve procedure measured 1.43. The creatinine was 2.12 at the time of the acute kidney injury. The patient was discharged 3 days following the valve implant with instruction to follow-up with urology as an out-patient. The physician indicated the aki was causal to the valve procedure. Additional information was received that approximately two and a half months following valve implant, the patient was seen by a cardiologist. Upon assessment, the leg edema had not improved. Subsequently, a new medication was prescribed.